Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. The complaint is considered not justified.

Event description:
Customer states traces of edta in sst tubes.